Event description:
The pt called lifescan and alleged the one touch ultra mater was reading inaccurately erratic. The readings were 27 mg/dl and 97 mg/dl within 10 minutes. This would not be within the lifescan criteria for precision. No medical attention was sought. The customer care representative performed troubleshooting and the pt no longer had the test strips. However with a new vial of test strips, same lot number, the control solution test was not within range. The meter and test strips were replaced and return expected. There is indication the product malfunctioned